Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient had a port placement procedure performed using the powerport m.r.I. Isp. During the procedure, after the vessel was punctured, the guidewire failed to advance. Upon attempting to withdraw the guidewire, it fractured at the needle. An alternative kit was used to proceed with the procedure. There were no injuries reported for the patient.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port MRI isp implantable port with the multiple components along with one guidewire were returned for sample evaluation. Along with return sample three photos were provided and reviewed. Visual, microscopic visual, tactile, dimensional and functional evaluations were performed. The j-tip of the guidewire was noted to be bent with stretching throughout the distal portion. Uncoiling was noted throughout the distal portion of the guidewire. Both core wires were noted to protrude the j-tip guidewire prior to uncoiling portion. Under microscopic observation, the flat core wire appeared to have a fracture as it was protruding the uncoiled portion of the j-tip guidewire. The termination of the flat core wire was observed to be granular. The round core wire appeared to have a fracture as it also protruded the uncoiled portion of the j-tip guidewire. The termination of the round core wire was observed to be granular. The termination on the inner portion of the distal tip of the guidewire was noted to also be granular. Stretch was noted in photo review. Advancement failure is cascading event of break and material unravel issue. Therefore, the investigation is confirmed for the reported guidewire fracture, advancement failure and identified material separation, deformation, stretch and unravelled issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient had a port placement procedure performed using the powerport m.r.I. Isp. During the procedure, after the vessel was punctured, the guidewire failed to advance. Upon attempting to withdraw the guidewire, it fractured at the needle. An alternative kit was used to proceed with the procedure. There was no reported patient injury.